Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-august-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that line #6 was clogged. The fse replaced the line #6, stator seal, and checked the valves. The fse calibrated the instrument and ran quality controls. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 100 pressure high was the peak tubing #6 was clogged.

Event description:
On (B)(6) 2017, a customer reported error 100 pressure high on the g8 instrument. The customer rebooted the instrument. The customer removed the prefilter and filter cap to run the pump with no filter in place. The peek tubing was disconnected and the instrument still displayed the high pressure error when the pump began to run. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.